Event description:
It was reported that, "while placing k-wire in right femur as part of im nailing, distal tip of wire approximately less than 1cm broke off in pt's femur."

Manufacturer narrative:
Additional info has been requested. If additional info is received it will be provided on a supplemental report.